Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2017 with the following findings:.pump was returned with moisture visible through display lens. All of the keypad buttons respond properly- issue cannot be duplicated. No physical damage on keypad.. Leak test failed due to a crack at the bottom right corner between keypad and pump seal. Removed keypad- no moisture or contamination found. Opened pump- moisture observed on keypad flex connector and throughout pump casing. Battery compartment is also cracked from case seal traveling to grip pad. A leak was not found at this location.